Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient reported experiencing residual stimulation along the midline after turning off the stimulation in addition to needing an MRI for an unrelated shoulder issue. The patient's entire scs system was removed.